Event description:
Reportedly, a hole was detected in the balloon. Therefore, another device was opened and used to complete the case. Procedure: lap hernia repair. Patient status: no patient injury reported.